Event description:
It was reported that "this 37 female was enrolled in the clinical trial, and randomized to stryker reflex hybrid plate w. Fusion of the c5-6 in 2006. After 9 months of improvement post surgery, neck pain progressively worsened w radiographic evidence of possible pseudoarthrosis. In 2008, the anterior hardware was removed. Op report indicates the caudal 2 screws loose at c6 w additional notation of loose screws at c5. Post-operatively, the pt has marked improvement in symptoms.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.